Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated peritoneal dialysis cycler sets had a leak on the patient line. This was noticed during priming. There were no damage or kinks on the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.